Event description:
The pt's father reported that the machine alarmed, the "device alert" message appeared, and then the vent immediately shut down. Please note there was no death or serious injury in this incident.